Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a lot of problems with air bubbles in the reservoir and catheter. The air bubbles are not present when filling the reservoir. The customer reported that they had tried everything that the nurses and doctors have advised them to do, but the air bubbles kept coming. They had to previously troubleshoot all night because of air bubbles in the reservoir. The customer¿s blood glucose level was 19.4 mmol/l. The product will not be returned for analysis.